Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting out. Customer's blood glucose was 110 mg/dl. Customer was advised to disconnect from the device. The device was not dropped or bumped prior to alarm. The drive support cap appears to be normal and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.